Event description:
It was reported that the patient experienced acute pain during the surgery to place the system. The patient was conscious and could feel the leads pushing through her scar tissue. It was so painful that patient told them the leads were fine where they were placed. The stimulation was supposed to be for her sciatic pain, but she only felt the stimulation from her knees down on both legs. The stimulation did help for her numbness, but the sciatic pain was getting worse. The patient was put on narcotics for the sciatic pain that the stimulation system was supposed to take care of, but she quit those last year around thanksgiving time. The patient stated that the sciatic pain "was really bad now", so she wanted to try her scs, which had not been recharged since (B)(6). A manufacturer representative tried reprogramming her ins twice with no success. The patient stated that the sensation was either like "pins and needles" or "like tapping of a hammer sensation". It was noted that the patient was unable to adjust stimulation, and received a poor communication screen on her programmer. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model 3778-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: na; lead: model 3778-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: na; programmer: model 37743, serial# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was reported that the patient had opted not to replace the device. Instead, the patient had a pump trial. Refer to manufacturer report# 3004209178-2012-06205